Event description:
Procedure Performed: Open Cystectomy + Small Bowel Obstruction. Event Description: "[Name]" (b)(6) was present as was attending cases in Adelaide helping out. The Gynecologist was sealing consecutively around an ovarian trying to mobilize it and then he placed it down on top of a drape and the plastic jaws burnt a hole through the sterile drape. No issue recorded as they continued using the device and it was sealing well. After the case the colorectal surgeon who was present was unhappy with the amount of thermal spread the device put out. No clinical impact to the patient. They continued using the device and didn't raise the situation as a fault but rather as the devices feature overall. Additional information received from "[Name]" (Snr Territory Manager) via email on 23July26: When the jaws burnt through the drapes, everyone in the room just contributed it consecutive sealing without letting the jaws cool down. In future when the device was put down it was then laid over a wet sponge to prevent it from happening again. Intervention: Continued on. Patient Status: Not affected.

Manufacturer narrative:
The event unit is not returning to Applied Medical for evaluation. A follow-up report will be submitted upon completion of investigation.